Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient was seen for a routine pump refill appointment on (B)(6) 2015. The pump was interrogated and the physician assistant noted it was in "safe state". She checked the logs which indicated it had changed to safe state on (B)(6) 2015. The family did not notice any alarms or any withdrawal symptoms. The physician assistant did hear the alarm during his appointment. The physician assistant refilled the pump and reset the pump to the usual infusion settings and contacted the neurosurgeon who would replace the pump in the coming weeks. The patient status was reported as ¿alive-no injury¿. The patient had no symptoms or complications related to the event. The device system was delivering gablofen. It was later reported that the patient was not taking oral anti-spasticity medication at the time. The safe state was preceded by a low battery reset. The safe state did not occur while updating pump. Flex dosing was in use. There was no emi or MRI associated with safe state. The pump was replaced. The pump dose was reduced following the pump replacement. The patient recovered without permanent impairment.

Event description:
Additional information reported the patient was discharged from the hospital with effective therapy at a lower dose than at pre-operation. The patient would be seen for any additional dose changes during follow-up as needed.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.